Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose/protruded drive support disk. The device also was received with scratched display window.

Event description:
It was reported that the customer's insulin pump is damaged and has been exposed to moisture. No further information was provided.